Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not delivering insulin and states the insulin did not exit, the pump also gave no delivery alarm during basal/bolus/fixed prime and the blood glucose level of the patient was 400mg/dl. The product will not be returned for analysis.